Event description:
It was reported that the subject had no image displayed when used with elite-I video processor. However, image was displayed when used with elite-ii video processor. The issue happened during preparation prior to an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations of no display was confirmed. In addition, visual/functional anomaly was newly observed: corrosion of electrical contacts and connectors. Based on the results of the investigation and information obtained from this complaint, the no image was due to internal cable failure, resulting in the images not being displayed. The cause of the corrosion of electrical contacts and connectors was not identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.